Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Patient presented with a myocardial infarction. The lesion being treated was located in the uncalcified, untortuous right coronary artery and was proximal to a previously implanted 38mm taxus stent. The physician advanced a 4.00x28mm promus element plus stent delivery system to the target lesion. The physician deployed the stent with 12-15mm of the stent implanted inside of the previously implanted 38mm taxus stent. Then it was noted that the stent appeared elongated. The procedure was completed by implanting a different promus element plus stent inside of the 4.00x28mm promus element plus stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).